Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was being replaced for elective replacement indicator (eri). During the procedure, the physician encountered difficulty removing the device from the pocket. After the device was out of the pocket, it was observed that the header was very loose. The boston scientific field representative stated the physician used excessive force to remove the device from the pocket. There were no issues found prior to the procedure. There were no adverse patient effects reported.

Manufacturer narrative:
The device will be returned for analysis. This report will be updated if additional information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic visual inspection verified that the header was loose and markings were observed on the outer case. It appears the loose header was induced due to excessive force used during the explant procedure. As part of analysis process, a longevity calculation indicated the device did not meet longevity estimates provided in product labeling. Portions of the circuitry, including the battery, were isolated and tested. Final longevity analysis concluded an earlier than expected battery depletion. This condition was the result of a low-voltage capacitor degradation, which resulted in a high current condition.